Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. No deviations or damages noted that would cause adhesive pad to fail. Although no issues were noted with the adhesive pad, it could not be conclusively determined what caused the reported adhesive failure. The exposed portion of the soft cannula appears to have a hole near the distal tip. Cause of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 250 mg/dl after wearing the pod between 4 and 24 hours on the back. The adhesive pad was not sticking well to the skin.